Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported. Health care professional reported the cause of the loss of stimulation was determined and that the patient was adjusting the program. It was reported that the issue was resolved by changing the program and adjusting the intensity of the stimulation. No further information reported.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The caller was calling to do a system check for a suspected low battery. Patient services walked the caller through interrogating the device, icon sync, checking impedance and reprogramming the patient. Impedances were tested at: 1.0v and 300 pw c0= 1559, c1= 783, c2= 771, c3=1610, 01=1610, 02=1610, 03=1849, 12=1559, 13=1559, 23=1559. The patient was to try additional programs to determine therapeutic benefit. The patient felt stimulation on all programs in the rectum. Program 2 was noted to be uncomfortable. The patient was using program 4 at the time of the call, but was going to try program 2 and 3 with lower amplitudes. The patient reported no sensation when their husband increased stimulation 3 days before the report, and suspected the battery had died. No further complications were reported.